Manufacturer narrative:
Reported information obtained from the clinical study manager, the root cause of the pseudoaneurysm was the percutaneous access system and problems with the seal of this system. The pseudoaneurysm was not present prior to the procedure. With review of additional event information, this case will be turned into a non complaint, as there is no allegation of deficiency on the gore dryseal sheath, the cause of the pseudoaneurysm is the the percutaneous device and seal failure. Review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.

Event description:
The following information was reported to gore through the pivotal study for the gore® ascending stent graft in the treatment of lesions of the ascending aorta (asg device): on (B)(6) 2024, the patient was implanted with gore® tag® thoracic branch endoprosthesis (tbe), and the gore® asg device. A gore® dryseal flex introducer sheath was used for the procedure. The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported on (B)(6) 2024, the patient had a right brachial pseudoaneurysm. The sheath was used in this brachial artery on (B)(6) 2024, study procedure. On (B)(6) 2024, there was a reintervention. The physician did a cutdown and primary repair. The patient tolerated the reintervention procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.